Event description:
It was reported the head motor on the bed is drifting and will stay in the fully elevated position. As the patient is post-spinal surgery, the drifting has allegedly caused the user additional pain while healing. No information regarding the treatment and/or management of the patient's pain was provided.